Event description:
The physician has responded that the cause of the increased seizures is due to low battery, external factors not related to vns, and a psychological component. Intervention was taken by making adjustments to vns settings. Settings were provided. This event meets the criteria for a historical data analysis into similar events.

Manufacturer narrative:
H3: device evaluated by MFR? Code 81: device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
Implant card received noting that the patient underwent a prophylactic battery replacement.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures and magnet mode therapy reportedly resolved the issue. The physician has responded that the cause of the increased seizures is due to 'other' with a note that is illegible. The seizure rise relative to pre-vns levels is unknown. When asked if intervention has been taken or planned, the physician's response is illegible. Settings and diagnostics were requested but not provided. There are other notations on the response that are illegible. Intervention will be captured for the increased seizures as the physician had a response the question "has intervention been taken or planned for the increase in seizures? If yes, please detail what and when" that was illegible. No other relevant information has been received to date.